Event description:
The caller states a neonate patient received the following aviva/professional meter results within 10 minutes: 1) 109 mg/dl and 63 mg/dl 2) 112 mg/dl and 67 mg/dl 3) 78 mg/dl and 62 mg/dl no actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).